Event description:
The international distributor reported while servicing the ventilator, the power supply snubber board showed signs of overheating. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. This distributor was required to replace the ventilator's power supply to comply with a snubber board replacement per field action notification.

Manufacturer narrative:
Other: part scrapped by distributor.